Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "fretting and crevice corrosion may occur at interfaces between components." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-00631 /- 00632).

Event description:
Legal counsel for patient reported that patient underwent an initial right hip arthroplasty on (B)(6) 2005 and an initial left hip arthroplasty on (B)(6) 2005. Revision operative report noted patient underwent right hip revision on (B)(6) 2006 due to pain and osteonecrosis of the femoral head. Operative report further noted the presence of fibrous tissue, an abductor detached from the anterior border of the greater trochanter, clear joint fluid, chronic inflammation with lymphocytes, corrosion-type of metallosis at the head taper junction of the stem, and lack of bony ingrowth on the cup. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head. No left revision has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.